Manufacturer narrative:
Concomitant medical products: dtbb1d1 crt-d, implanted: (B)(6) 2015; 419688 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing difficulty with breathing and was seen in the emergency department. It was noted that the right atrial (ra) lead exhibited intermittent oversensing that resulted in the device recording an atrial arrhythmia in error. The ra lead remains in use. No patient complications have been reported as a result of this event.